Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found no conductivity results or pulse on the instrument. The vcs analog 5 card was defective causing the problems reported by the customer. The fse replaced the vcs analog 5 card and the instrument ran without voteouts and latron issues. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported diff voteouts on quality control and the latron not giving results while running on the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.